Event description:
It was reported that there was a ventricular lead warning and polarity switch for the right ventricular (rv) lead. The rv lead had high impedance. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008.